Event description:
It ws reported that a spectrum pump alarmed upstream occlusion when no occlusion was present. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.